Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have the jaw cover torn. The tears measured roughly .2915" x .0750". The jaw cover torn and there may be missing pieces, but the size of the missing pieces cannot be confirmed. There are no signs of thermal damage present at the end of any tears. The complaint regarding a component detached from the instrument was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after using the synchroseal instrument the e-100 component detached. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.